Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The problem of pulling off suture needle happened in surgery. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). The following information was requested, but unavailable: - when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. H3 investigation summary: the product was returned to ethicon for evaluation. A detached needle and one winding former with a partially dispensed suture outside the foil packet were received for analysis. Product code vcp433h. Upon visual inspection of the returned sample, the swage and attachment area were noted to be as expected. The barrel hole of the needles was examined under magnification, and no suture remnant was noted. The suture was examined, and the insertion end was observed to be as expected. The force used to detach the needle from the suture could not be determined. In addition, a photo was provided, and this showed one winding former with a partially dispensed suture and one foil packet inside the plastic bag. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Per the conditions of the returned samples, no conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.